Manufacturer narrative:
Date of event: unknown. Lot #: batch 1274661 does not exist for material number 393224. Expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd venflon pro safety, the device experienced leakage at the plug. The following information was provided by the initial reporter. The customer stated: the customer has used your pvk for several years, but has now - several times - experienced that the plug is leaking.

Event description:
It was reported when using the bd venflon pro safety, the device experienced leakage at the plug. The following information was provided by the initial reporter. The customer stated: the customer has used your pvk for several years, but has now - several times - experienced that the plug is leaking.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The complaint could not be confirmed and root cause is undetermined. CAPA#4710247 has been initiated to address this issue.